Event description:
It was reported that during surgery the graft was first taken from the superior direction, and it cut directly through the skin and the cutaneous tissue into the fat. They changed the blade and then proceeded to do this from the opposite direction. An additional unplanned skin graft was needed in order to complete the surgery. This was a graft which was approach of the appropriate size based on his physical characteristics, but the actual wound itself left very little dermis. The original graft site was closed using sutures. Tissue damage occurred on original graft as the dermatome cut directly through skin, into cutaneous tissue and into fat. The first blade they had on was placed correctly which the surgeon had inspected before using. Due diligence is complete; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2:foreign: canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.